Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient received an unspecified low alert from their cgm while also wearing a tandem insulin pump. No bg meter comparison value was reported at the time of the alert, and no symptoms were noted by the patient. Emergency medical services (ems) were called to the scene. Upon arrival, the patient¿s bg meter reading was 44 mg/dl. The cgm value at that time could not be recalled. It is also unknown what medication or treatment, if any, was administered during this period. The reporter described the scene as chaotic, with numerous individuals present, including 4¿5 ems technicians. The patient was transported to the emergency room (ER), where a bg meter reading of 42 mg/dl was recorded. Again, the cgm value could not be recalled, but it was noted that the cgm and bg readings ¿were not the same.¿ the patient was admitted to the intensive care unit (ICU), and no specific details regarding treatment or medication were available. At the time of the report, the patient remained in the ICU. Attempts to obtain additional information from the reporter were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.